Event description:
Infinity pump feeding bags have a new connection system that is defective and breaking into tiny pieces that are entering the patient's system. Bags are being replaced with the new connectors and the medication contained in the formula is breaking down the plastic they have used causing it to crack into tiny pieces and enter the tubing that leads into the patient gi system. After trying to use three different bags we do not know what else to do because we cannot feed our daughter. No force has been applied to the connector to cause the fracture. It just disintegrates during the feeding and falls apart. Some of the plastic enters the tube, but it eventually ruptures and spills formula and stomach contents all over the patient. Minor burns to the patient's skin have been observed. Stomach irritation is noticeable and reddened inflammation around tube site it noted. Rx meds: zenpep, boost 1.5 cal formula, reglan, ompeprazole, azithromycin, melatonin, sodium bicarb, infinity feeding pump, amt mini-one gtube, rt angle extension with yport.